Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that while opening a sheath kit for implantation it was dropped and became unsterile. A new kit was used for implantation. There was no patient harm reported.

Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. Introducer damage - mechanical: clinical details state that the sheath kit was dropped outside the sterile field upon opening. A new sheath kit was used. Logs are not applicable and product was not returned. The cause of the introducer damage was use-related as clinical details report that the introducer kit was dropped outside of sterile field.